Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced intermittent audio output and an adverse event on (B)(6) 2016. Patient sought medical assistance due to not receiving a low alert. The patient called the paramedics and was brought to the hospital. The patient was released the same day. Additionally, patient tested the receiver alerts and they were functional. No further event or patient information was provided.